Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the customer comment that the touch screen was not functioning correctly and it was replaced. The programmer's software was reloaded and it passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was not functioning correctly, that it registered false inputs and did not always respond to true inputs. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.